Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced the patient and bottle side pressure sensors replaced due to error codes 241.4140 and 240.4150. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 08/27/2019 to the present date 12/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was not working/had an unknown issue. No patient involvement.